Event description:
Event verbatim [preferred term] customer has problems with urination (burning) at night after using thermacare patches [dysuria], , narrative: this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Customer had problems with urination (burning) at night after using thermacare patches. She applies tc back regularly and only when she applied it at night she got this burning sensation. When she didn't use it at night, she didn't get any discomfort either. Consumer had stated that she had not used thermacare for a long time, but the symptoms persist even without using thermacare. Therefore, she thought that there was no connection between thermacare and burning sensation when urinating in the morning and did not want to receive a questionnaire. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality group: site sample status: not received.investigation conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. Lot trend assessment & rationale: a lot trend cannot be performed on unknown lot numbers. Exped trend assessment & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site.based on this customizable citi search, a trend does not exist for the subclass adverse event safety request for investigation for lbh 8hr products. Refer to the 36 month trending chart attachment unknown lbh adverse event safety request for investigation (B)(6) 2018 to (B)(6) 2021.expedite trend identified?: no. Follow-up ((B)(6) 2021): new information received from product quality complaint group includes investigation results. Follow-up ((B)(6) 2021): new information received from the contactable consumer included: deny the causality assessment and case downgraded to non-reportable. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample status: not received.investigation conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.lot trend assessment & rationale: a lot trend cannot be performed on unknown lot numbers. Exped trend assessment & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site.based on this customizable citi search, a trend does not exist for the subclass adverse event safety request for investigation for lbh 8hr products. Refer to the 36 month trending chart attachment unknown lbh adverse event safety request for investigation (B)(6)2018 to (B)(6) 2021.expedite trend identified?: no.

Manufacturer narrative:
Site sample status: not received.investigation conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.lot trend assessment & rationale: a lot trend cannot be performed on unknown lot numbers. Exped trend assessment & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site.based on this customizable citi search, a trend does not exist for the subclass adverse event safety request for investigation for lbh 8hr products. Refer to the 36 month trending chart attachment unknown lbh adverse event safety request for investigation " 04-jan-2018 to 04-jan-2021".expedite trend identified?: no.

Event description:
Event verbatim [preferred term] customer has problems with urination (burning) at night after using thermacare patches [dysuria], narrative: this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Customer had problems with urination (burning) at night after using thermacare patches. She applies tc back regularly and only when she applied it at night she got this burning sensation. When she didn't use it at night, she didn't get any discomfort either. The action taken in response to the event of the product was unknown. The outcome of the event was unknown.according to product quality group: site sample status: not received.investigation conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.lot trend assessment & rationale: a lot trend cannot be performed on unknown lot numbers. Exped trend assessment & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site.based on this customizable citi search, a trend does not exist for the subclass adverse event safety request for investigation for lbh 8hr products. Refer to the 36 month trending chart attachment unknown lbh adverse event safety request for investigation 04-jan-2018 to 04-jan-2021.expedite trend identified?: no. Follow-up (07jan2021): new information received from product quality complaint group includes investigation results.

Event description:
Customer has problems with urination (burning) at night after using thermacare patches [dysuria]. Narrative: this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Customer had problems with urination (burning) at night after using thermacare patches. She applies tc back regularly and only when she applied it at night she got this burning sensation. When she didn't use it at night, she didn't get any discomfort either. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.